Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the pump pocket site would go numb when the patient delivered a bolus via the personal therapy manager (ptm). This only occurred when the patient was sitting down and did not go numb when the patient was standing while blousing. The physician performed a pocket check and removed and re-implanted the same pump in the same pocket. A dye study was performed and everything was normal. A clear seroma-like fluid was found in the pump pocket and was cultured upon opening the incision. The catheter was re-primed following the surgery. Patient outcome was unavailable at the time of the report. The device system delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event was caused by a broken anchor stitch in the pocket. The anchor stitch was replaced and the pocket was revised. The event was attributed to "patient factors". The patient had recovered without permanent impairment.